Manufacturer narrative:
This section was updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This field was updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the pump was still alarming and they had been to the hospital a few times, but they had not done anything to resolve the alarm as the patient was waiting to see the new healthcare provider (hcp). The pump had not been interrogated since the patient's last refill, so they did not know the exact alarm occurring. It was reported that the patient was getting sick around the same time they were experiencing the cold symptoms and it was not related to the pump. The caller stated their pump was empty but also stated it was low; it was stated that "it might still be very low" since it had been alarming for "sometime". No confirmation of the actual alarm occurring could be obtained. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (20 mg/ml at 3.946 mg/day) and morphine (5 mg/ml at an unknown dose) via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient was supposed to get the pump filled before (B)(6) 2018 but he moved out state and has not been able to get to his managing healthcare provider (hcp). The caller stated that the pump was alarming, initially a single toned chirp that turned into a "european police car". The caller stated that he was feeling cold. The caller was redirected to follow up with an hcp and was sent a list of providers.